Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt after firing. The surgeon was able to remove the instrument without pt injury.

Manufacturer narrative:
12/23/97-supplemental report #1 submitted to FDA.